Event description:
It was reported that the patient had fallen "a lot" lately and thought he may have been having troubles with balance because his stimulation was too high. The patient's stimulation was readjusted from 3.3 to 3.2v. The patient was noted to have an upper limit on the stimulation he could reach with his patient programmer. The patient indicated that he had scheduled an appointment with a newly referred doctor for (B)(6). About one week later, the patient indicated that "he did have concerns," and that he did not have a doctor. His appointment was unchanged. The patient was provided with physician listing information. No further information was reported.

Manufacturer narrative:
Product ID, 748251 lot# serial# (B)(4), implanted: 2003 (B)(6), product type extension product ID, 3389-40 lot# j0319977v, implanted: 2003 (B)(6), product type lead. (B)(4).